Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was not getting insulin and was hospitalized with blood glucose (bg) levels of 600-700 mg/dl and went into diabetic ketoacidosis. Customer received a fluid and insulin drip, lantus, humalog, and magnesium to address bg level. Customer was released from the hospital on (B)(6) 2020 with a bg of 392 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.